Manufacturer narrative:
This report is submitted august 10, 2018.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2018 to explant the device due to incorrect placement of the electrode array. The patient was reimplanted with a new device during the same surgery.